Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: 2.0.1 product ID: 9735740, software version #: 2.0.1 product ID: 9730705, serial/lot #: unknown, ubd: unknown, UDI#: unknown h3, h6: software analysis was performed. It was determined that there was insufficient information to determine that cause of the issue. Codes b01, c19, and d15 are applicable. Additional software logs were received. A software issue was confirmed and the allegation is a result of a software malfunction. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an ortho (tha and tka) procedure. It was reported that the reference frame attached to the patient had a red sphere. That red sphere seemed to affect the orange tracker because then it would not track. When one sphere was red on the patient tracker, they were not able to track the orange tracker. When they covered the bad sphere, everything tracked and they were not able to duplicate the issue. They switched out the sphere and everything worked as intended. There was a delay of less than one hour. There was no impact on the patient's outcome.